Event description:
Procedure: sigmoidectomy. Diagnosis: perforated viscous. Pt undergoing an operative procedure. Was noticed to have oxygenation problems. It was observed that a peep valve had been hooked to the inspiratory limb of the circuit.